Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose, the customer used a correction injection via manual daily injection and did not require third-party assistance. Technical support provided instructions for resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the issue reappeared.